Event description:
It was reported by service report that the bed alarm was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: control board. Issue was resolved for the customer by the service tech resetting the control board for the bed alarm.